Event description:
A problem has occurred in our pharmacy department with the 30ml syringe. The fluid drawn up into the syring leaked over to the side of the syringe barrel.

Manufacturer narrative:
Evaluation summary: no samples available for investigation. Analysis of complaint data over the past two years reveal that syringe leakage complaints occur at consistently low level (0.025/mm) in relation to the total volume of syringes produced.